Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files showed measured forces up to 66 grams during ablation; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation (af) ablation procedure, a pericardial effusion occurred. The patient was hypotensive from the beginning to the end of the procedure when not being stimulated, and did an atrial/junctional tachycardia. Four echographies were performed during the procedure to check for an effusion due to the hypotension; the first three were normal. The fourth one which was done after isolation of the left pulmonary veins, revealed an effusion and the procedure was stopped. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.